Event description:
A report was received that a patient's precision system was explanted due pain and pressure at the pocket site caused by the ipg irritating the skin. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation.